Event description:
It was reported that the device was replaced due to possible premature battery depletion. The lv lead had no capture at high outputs and was capped. Approximately one week later, the patient was brought to the or for implant of two epicardial lv leads. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.